Event description:
Customer reported unexplained high blood glucose. She stated she has run fixed primes and boluses, but insulin does not come out. Customer's blood glucose yesterday was 411 mg/dl. Her head was hurting and she was feeling aches all over her body. She treated with manual injections and had to change out her infusion set twice. In troubleshooting, customer ran the displacement test and the device alarmed no reservoir. Customer rewound the device and primed it with five units. Five units was delivered. The drive support cap appeared normal. There was no air in the tubing. Insulin exited during the manual prime. There was no leak. The settings and history are correct. The device passed the high pressure test. The cannula was not bent. Customer does not feel comfortable with the device, so it is being replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test, operating currents, self test, off no power test, reset error test, basic occlusion, occlusion, prime and excessive no delivery alarm test. No excessive no delivery alarm was noted. The low reservoir alarm functioned properly during the test. The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip, cracked reservoir tube and a broken belt clip slot.